Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 72 hours or as recommended by your healthcare provider.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer has been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer bolused via the pump, gave themselves a manual dose injection and resumed insulin therapy to resolve the elevated bg and occlusion issues.